Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to liquid ingress, likely caused by the user.

Event description:
The customer contacted physio-control to report that their device would no longer power on under ac or battery power. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate or verify the reported issue. Physio did observe foreign residue on the exterior and interior of the device. After other unrelated repairs are completed and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on under ac or battery power. There was no patient use associated with this event.